Manufacturer narrative:
The neuromonitor basic kit was returned for evaluation. Device history record (DHR) - conformed to the specifications when released to stock. Unique device identification (UDI) - (B)(4). Failure analysis - the issue of the complaint has been confirmed: sensor diaphragm is broken. Icp express = no transducer detected. No testing was possible. Based on the failure analysis, the root cause of the issue reported by the customer could be determined as a mishandling of the catheter.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the pre-testing, the microsensor can be zeroed normally; however, during the implantation, the icp suddenly showed "connection failure". The physician changed with another icp and the ¿connection failure¿ message was still showing. Finally, the physician changed with another microsensor which could be detected normally. No surgical delay or adverse consequences for the patient.